Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) did not emit beeping tones with a magnet. Healthcare facility had tried another programmer and device still no tones were heard. Field representative instructed health care professional (hcp) that the device is non-functional and needs urgent replacement. Additional information received indicated that the device was sub pec, way lateral, in armpit area, really uncomfortable for patient. Subsequently, the device was explanted. No additional adverse patient effects were reported.